Event description:
Technician alleged that fluid leaked through the ticking and into the mattress of the bed.

Manufacturer narrative:
Technician found several holes in the ticking. Technician replaced the sheer liner and ticking to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.